Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, while inserting lens into the eye, it was noted that the lens came out of cartridge with pericentral crack. The iol was explanted during initial procedure. Patient had tiny bleed into anterior chamber upon lens removal. Additional information has been requested.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The lens was returned adhered by solution to a piece of plastic. Solution was dried on the lens. One haptic was broken from the gusset area (not returned). The optic was cut into two portions, typical of insertion and removal. Both cut optic portions have small cracks on the anterior and posterior sides of the lens near the cut damage. Product history records were reviewed and documentation indicated the product met release criteria. The file indicated the use of a qualified associated cartridge and handpiece with a non-qualified viscoelastic. The root cause for the reported lens damage may be related to failure to follow the instructions for use (IFU). The file indicated the use of a non-qualified viscoelastic. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ophthalmic viscosurgical device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).